Event description:
It was reported that "the cuff got out during the hemodialysis procedure. The pt lost the catheter."

Manufacturer narrative:
No device sample is being returned for eval. Record review. A review of the mfg records indicated all device specs and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event.